Manufacturer narrative:
(B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having to abort a laser treatment due to the last patient experienced a thin flap. The nasal side of the flap seemed fine but the rest of the flap appeared to be thin when the surgeon attempted to lift the flap. The surgeon did not complete the lift and aborted the procedure. The surgery center indicated a photorefractive keratectomy (prk) procedure will be performed if the patient would like to continue with the treatment. Pre op bcva 20/20, post op bcva 20/25.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an amo field service specialist (fss). The fss went on site and measured flap thickness on cone used in surgery and the z depth. Both were within specifications. The cone measured 131 when aiming for 120 and the z depth was 133 with 120 flap thickness. The fss did notice a significant drop of energy from dates (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015 the energy was at 2.45 and on (B)(6) 2015 was at 2.00. The fss checked flap thickness. The flap reading at 135 um (micron thickness) for a 120 um cut. The fss performed a z-calibration. After the calibration, the flap readings at 130um, 128um, 131um for 120um cut. The fss confirmed there was a significant drop in max energy. The fss replaced the amp glass and aligned the amplifier/compressor. Max energy at 2.79. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.